Event description:
It was reported that the patient felt one program on the right side of her butt and the other 3 programs "shot" into her tailbone, despite turning the amplitude down. The hcp stated that the patient had abnormal sensations, but no abnormal impedances. A surgical revision was successfully performed on (B)(6). It was reported that the patient did not require hospitalization and there was no injury. No other information was provided. (B)(6)-2012 lfc: cause of event was abnormal sensation. No abnormal impedances. Surgical revision (B)(6)-2012. Success. No hospitalization. No injury.

Manufacturer narrative:
Product ID 3889-28, lot# v995598, implanted: 2012-(B)(6). Product type lead. (B)(4).